Manufacturer narrative:
An investigation was performed for the customer issue and included a review of compliant text, a search for similar complaints, a review of historical data and a review of labeling. The trend review and lot search did not identify an increase in complaint activity for the current issue and no additional issues were identified. The review did not identify any trends associated with this issue. Labeling was reviewed and found to be adequate. Based on all available formation and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false decreased architect calcium result of less than 20 mg/l. Repeat results were 94.72 and 93.79 mg/l. No impact to patient management was reported.